Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated accordingly. Upon shuttling down of the 6f/7f mynxgrip vascular closure device (vcd), there was no sealant delivered or advancer tube visible noted subsequently after removing the unknown sheath and had obtained a balloon positioning against the inside of the vessel at the arteriotomy site. There was no reported patient injury. The deployer was mynx trained. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only) including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was the common femoral artery above bifurcation and below inferior epigastric. There was no presence of pvd / calcium in the vicinity of the puncture site. The user shuttled down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The advancer tube was not engaged or visible. Hemostasis was achieved by manual compression for less that 30-minutes. The patient's hospitalization was not extended as a result of the event. The patient recovered. As of note" it was noted that there were two identical mynx failures in back to back cases of the same product code/lot number. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The procedural sheath was retracted to the shuttle. The sealant was found protruding from the shuttle cartridge, exposed to blood and appeared to have swelled. The advancer tube remained inside the shuttle cartridge. Per functional analysis, the shuttle down procedure was simulated. The advancer tube was able to engage the proximal tamp lock during investigation. No anomalies were observed. Per dimensional analysis, the advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. A product history record (phr) review of lot f2005103 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy advancer tube¿ was confirmed during analysis of the returned device. The sealant and advancer tube remained inside the shuttle cartridge in manufactured position. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f2005103) presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
Upon shuttling down of the 6f-7f mynxgrip vascular closure device (vcd), there was no sealant delivered or advancer tube visible noted subsequently after removing the unknown sheath and had obtained a balloon positioning against the inside of the vessel at the arteriotomy site. There was no reported patient injury. The deployer¿s mynx is trained. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only) including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was the common femoral artery above bifurcation and below inferior epigastric. There was no presence of pvd / calcium in the vicinity of the puncture site. The user shuttled down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The advancer tube was not engaged or visible. Hemostasis was achieved by manual compression for less that 30-minutes. The patient's hospitalization was not extended as a result of the event. The patient recovered. As of note" it was noted that there were two identical mynx failures in back to back cases of the same product code/lot number. The customer discarded the first unit but kept this second device to send in for analysis".